Event description:
The clinician reports that the day the implant was placed in fdi 16, failure occurred upon insertion. Implant surface not completely covered with bone. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.